Event description:
Per user facility medwatch maude event report form, (B)(4) attached to this report; during an unknown procedure, the clips were not closing all the way resulting in them falling off of the common bile duct. It is not known how the procedure was completed. There were no patient consequences reported. Device is not available for return.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.